Manufacturer narrative:
G4:10jan2021. B4:11jan2021. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer contacted technical support (ts) stating that unit will not power on and they get a blank screen. The customer reported there was no patient involvement. The customer states green led light is on until power button is pressed, display then turns white, beeps, and led light turns off.